Manufacturer narrative:
The available information and the log file of the affected device provided basis for the investigation. The evaluation of the logged entries showed that during the time of event the device stopped ventilation due to complete power loss. The operating time was shortened while the device was running on ps500 batteries which reached their end of lifetime earlier than expected. If the battery is discharged and the mains supply is missing, the device additionally gives an independently energized acoustical power loss alarm which lasts at minimum for 2 minutes. The device will stop ventilating and the airway system is opened to allow spontaneous breathing. A voluntary recall has been initiated regarding this topic and has already been reported to the FDA. The customer has been informed via safety notice and the affected device is currently being updated with the technical solution.

Event description:
The customer reported that while they were transporting a patient (on battery power) the ventilator workstation shut off and audibly alarmed. The staff swapped out the ventilator workstation with a different ventilator.